Manufacturer narrative:
Unit received without the original battery cap. A test battery was installed and removed in the battery tube with no anomalies noted. Unit passed the displacement test. The unit p-cap / test reservoir locks in place properly. The following were noted during visual inspection cracked battery tube threads, missing serial number label and cracked case near belt clip rails. Unit received without the original battery cap. A test battery was installed and removed in the battery tube with no anomalies noted. Cosmetic damage to the battery tube area was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received in webform to medtronic indicated that the customer mentioned that requesting a replacement battery cap for the ngp battery contact fca. And also customer mentioned that battery cap contacts are damaged. No harm requiring medical intervention was reported. Troubleshooting was not performed as information received through web form. It was unknown customer will continue use the device or not and pump will not be returned for analysis